Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling the cartridge. The customers blood glucose level was not impacted. The customer was instructed to change supplies. Customer declined to troubleshoot with tandem technical support.